Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported per litigation complaint that on: (B)(6) 2008: the patient presented with the following pre-operative diagnoses: spinal stenosis above previous fusion. Degenerative disk disease at l3-4. Sciatic pain. He underwent the following procedures: exploration of previous fusion l4-s1 plus metal removal exploration. Complete decompressive laminectomy at l3-4. Posterior lumbar interbody fusion at l3-4 from the left side. Posterior lateral fusion at l3-4 with autologous harvested bone graft. Reinsertion of posterior instrumentation and insertion of biomechanical device posterior lumbar interbody cage. As per the operative notes, ¿posterior incision was opened, carried down to the instrumentation. Instrumentation was exposed l5-l4 and s1 and removal was carried out. A portion of the fusion had to be removed in order to remove the instrumentation and exploration of the fusion was carried out while this was being done... After removal of all instrumentation, reinsertion of instrumentation was carried out by inserting a 6.5 x 50 screw into l5-l4 and then proceeding up to l3... Attention was turned to the foramina between l3 and l4 and these were completely decompressed bilaterally under microscopic assistance. Following completion of this, attention was turned to the left side and the disk was exposed. Using instruments, the window was cut in the annular ligament and all disk material was removed. Complete cleaning of the disk area was carried out, followed by decortication with a bar. Sizing up to 12 mm graft, 26 mm in length was then carried out and a peek cage was obtained. This was packed with rhbmp-2/acs. Further cleaning of disk material was carried out and the rhbmp-2/acs cage was inserted. X-rays were repeated showing excellent lamina position of the cage and inserted bone graft. The 10 cm rods were then obtained and fashioned appropriately and locked into the screws on a trial basis. These were then removed and decortication and bone grafting utilizing rhbmp-2/acs was carried out on both sides. Following this, the rods were locked back into position and screwed down tightly. These were torqued appropriately and rechecking of the graft and nerve roots was carried out showing excellent decompression." No intra-operative complaint were reported. Post-operatively, the patient alleged unspecified injury due to the use of rhbmp-2/acs.